Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Reportedly, the customer changed the cartridge/tubing and the occlusion did not reoccur. The customer&#38112;blood glucose level was 170-190 mg/dl and it was addressed with a manual injection. It was noted that the customer was using apidra insulin. System check could not be performed with tandem technical support as the occlusion alarm was not occurring at the time of the report.